Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the displayed flow value of the rotaflow has a difference of a few liters per minute compared to an external flow sensor and a flow sensor of a cardiohelp. The reported failure occurred during patient treatment. The treatment has been continued with an external flow sensor. (B)(4).

Manufacturer narrative:
The initial failure description "flow is displayed inaccurate" occurred during patient treatment. A external flow sensor has been installed to continue the treatment. No patient harm occurred. The affected drive with the serial number (B)(6) was sent back to the manufacturer for repair. It was received on 2021-01-20 and during investigation by the service department on 2021-01-22 the reported failure could not be reproduced. Thus the rotaflow drive was sent to emtec on 2021-02-09 for further investigation. On 2021-03-03 emtec was unable to reproduce the reported failure. The supplier recommended to exchange the aged flow sensor as preventative maintenance. The sales and service unit has been informed by the service department about the recommendation. The affected 70101.1681 rfc (rotaflow console) flow measure board was send back to the manufacturer for investigation. It was received on 2021-02-03 and during investigation by the life-cycle-engineering (lce) from 2021-02-18 to 2021-03-30 the reported failure " flow is displayed inaccurately" could not be confirmed. The flow measure board did not show any abnormal behavior. The precision of the flow measurement system was within the specified parameters at all times. A device history review (DHR) was performed and the DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on these investigation results the reported failure could not be confirmed. However the failure mode "flow is displayed inaccurate" can be linked to the following most possible root causes according to our risk management file (dms# 2023689). Malfunction of the flow measurement system: - device used out of specification. Bubble/flow sensor failure: 1. Malfunction of bubble/flow sensor electronics; 2. Dried contact gel; 3. User forgot renewing contact gel; 4. Sensor not detected although sensor is connected; 5. Device used out of specification. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).